Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023, patient complained of another driveline tug and drainage. Cultures grew pseudomonas and bactrim (trimethoprim/sulfamethoxazole) resistant serratia and patient was switched to antibiotic treatment cipro (ciprofloxacin). The patient was switched to cefpodoxime antibiotic treatment (B)(6) 2023 and drainage was improved, still on medication. The patient was monitored and treated outpatient.

Manufacturer narrative:
Previous infection/driveline tug was reported under manufacturer report number 2916596-2023-08165. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.